Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. Customer just received a replacement pump when customer notice the motor error on pump. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test and displacement test due to motion sensor test failure alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm and motor error alarm due to motion sensor test failure alarm. Pump had minor scratched display window.